Event description:
It was reported that the user experienced high blood glucose and attempted to enter a manual blood glucose value of 30 in bg run mode, but the ilet did not accept the entry because the glucose level was too high; the user was educated on bg run mode and the risk of entering incorrect values, and troubleshooting and education were completed. Customer care provided support that included review of device use, user interaction with bg run mode, and education on correct operation. Investigation of this case revealed that the device behaved as designed by rejecting an implausible bg entry during hyperglycemia, and user misunderstanding of bg run mode contributed to the event without evidence of device malfunction. No clinical symptoms associated with hyperglycemia reported. Outcomes included no alerts or alarms and no hospitalization. It was concluded, based on previously established findings for similar reports, that user error was the most likely cause with the device operating within specifications.